Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found. On (B)(6) 2010, the telemetered battery voltage was 2.83 v and the daily battery voltage measurement was 2.97 v, which is within the allowable 150 mv difference.

Event description:
It was reported that the device battery measured low at interrogation. The pacemaker device remains in use. Additional information was received and the right ventricular lead had high impedance and thresholds. The lead was capped and replaced. The device was explanted and replaces. No patient complications were reported as a result of this event.